Manufacturer narrative:
The device was returned for evaluation. A review of the device logs found that the console began to repeatedly trigger the purge disc not detected alarm. A physical inspection of the purge assembly was performed. It was observed in the purge disc retainer that the purge disc flag was missing/broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During preparation the aic could not detect the purge system. The aic also showed a crack in the blue purge disc retainer. The device was replaced with another aic and the procedure was successful. It was noted that the patient expired at explant. There is not enough information to exclude the impella device as an associated factor in the patient's demise.